Event description:
Report received of an independent rate change when a cellular telephone was activated near a pump. The event was reported to occur on some unspecified date between 12/1999 and 03/2000. The infant in the neonatal intensive care was receiving an unspecified concentration of epinephrine at 3ml/hour. The pt's family member was one foot away when received a call on cellular telephone. Pt's family member answered the call and the nurse noted that the pump sped up and the drop rate greatly increased. The pump display indicated that the infusion was going at 999ml/hour. The pump was reportedly stopped immediately by the rn and there was no reported adverse event with the baby. After the pump was tested in the biomedical dept, it was placed back into clinical service. Though requested, no further details of the event were available.